Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller through various steps including disconnecting the tubing, tightening the t:lock, and delivering boluses to address the issue. The customer was advised to replace supplies as necessary and resume insulin therapy.